Event description:
On (B)(6) 2011, the pt was implanted with two gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. On (B)(6) 2011, the pt developed a right hemiplegia and was treated with steroid and edaravone (radicut). Rehabilitation was also started. On (B)(6) 2011, the pt was discharged with remaining hemiplegia. On (B)(6) 2011, the pt showed some improvement in the symptoms of the right hemiplegia. On (B)(6) 2013, the pt presented with the complete recovery from the right hemiplegia.

Manufacturer narrative:
The review of mfg paperwork verified that these lots met all pre-release specifications.